Event description:
It was reported that a catheter issue occurred. The chronic total occlusion stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An opticross peripheral catheter was selected for the ultrasound examination of the target lesion. During the procedure, the device got stuck with a non-boston scientific (non-bsc) guidewire. Both the catheter and the non-bsc wire were removed from the body by pulling at the same time, with no visible damage noted on either device. The procedure was then completed using another device of the same device. There was no patient injury.

Event description:
It was reported that a catheter issue occurred. The chronic total occlusion stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An opticross peripheral catheter was selected for the ultrasound examination of the target lesion. During the procedure, the device got stuck with a non-boston scientific (non-bsc) guidewire. Both the catheter and the non-bsc wire were removed from the body by pulling at the same time, with no visible damage noted on either device. The procedure was then completed using another device of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the telescope was kinked. The guidewire exit port was lifted, but the distal section of the tip was in good condition. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.